Event description:
Customer complains broken membrane during the first use after ten minutes into treatment. Blood flow rate: 200ml/min. Tmp: 140mmhg. No blood loss. No medical intervention.

Manufacturer narrative:
No further information is expected for this specific event and the case is considered closed.